Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, omsc surmised that the reported phenomenon attributed to entering of rubber parts into the air/water channel, such as debris of the rubber of the injection tube and/or the packing of the air/water valve. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the air/water nozzle was clogged with foreign matters which were kind of black plastic materials. The subject device was returned for repair because the subject device had clogging of the air/water nozzle. There was no report of patient injury associated with the event.